Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient inserted a sensor and got a replace sensor later that night. Reportedly, she faced bent cannula issue. She experienced nausea, vomiting, abdominal pain, weight loss lbs., headache and body ache. On friday i.e. (B)(6) 2019, she went to emergency services and intensive care unit where lab test showed elevated white blood cell count. The blood glucose level at the time of incident was 547 mg/dl and she had positive results in ketones test. She stayed in hospital for 3 days and currently her serum glucose level was 208 mg/dl and blood glucose level was 193 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.